Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device was put into defib mode and began to self-charge to 120 joules, stopped charging, and then began to self-charge to 150 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.